Event description:
The patient reported that her pump alarmed multiple times without an identifiable cause. The display showed the message ¿no disposable clamp tubing.¿ the event occurred while the device was in use with the patient. The customer indicated that patient harm is unknown.

Manufacturer narrative:
The root cause investigation analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.